Manufacturer narrative:
This is 2 of 2 MDR reports submitted for this literature article.

Event description:
An article was published in the progres en urologie detailing the risk factors of patients with mechanical cardiac valves who underwent an operation for benign prostatic obstruction between 1998 - 2014. The retrospective study included 13 male patients who underwent greenlight photo vaporization of the prostate (pvp) treatment. The article reports that 3 of the patients treated with greenlight pvp had secondary bleeding, the cause was not specified. 2 of the greenlight pvp patients were reported to have a second surgery; the exact cause was not stated but it was reported that the secondary surgeries were either for endoscopic clot removal or suprapubic haemostasis. No further specific patient information was available. This report is for the second surgery.